Event description:
It was reported that, "doctor did trial and went to remove it and the insert was broken. All pieces were removed from patient."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.